Manufacturer narrative:
Explant date: not applicable, as lens was not explanted. Initial reporter telephone number: (B)(6). Device evaluation: product evaluation was not performed because the product remains implanted. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that surgeon found the scratch on the intraocular lens (iol) after it was inserted into the eye. It was stated that the surgeon is arranging the date of re surgery with the patient. No intervention performed. No further information available.